Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the cutters were found to fail testing; however, the repair was not completed because the cutters cannot be repaired. Review of the previous repair record identified a similar issue and the cutters were also found to fail testing which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesh was incomplete. There was no harm or delay as this occurred in a cadaver lab. No adverse event was reported with this malfunction.